Event description:
It was reported that the product had no signal when the surgical procedure started. The product problem caused a 40 minute delay in surgery. There was no pt injury. Another monitoring kit was used. No add'l info was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.